Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Physician observed "hole, non-specific" during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in anterior side assessed as fold flaw opening. ¿ creases folding of implant: observe creases fold on the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed stress marks on the device.

Event description:
Healthcare professional reported right side rupture. Later healthcare professional also reported "t2 hyperintense nonenhancing hepatic lesions most consistent with cysts"-not device related, "potential keyhole sign along the inferior of the implant versus prominent implant folds". Device has been explanted.